Event description:
Metrx disposable angled tubular retractor (18mm x 6cm) broke during surgery while in the surgical site. Retractor is a circular polymer tube, and is not x-ray detectable. Methodical surgical site examination was completed and fragments collected and passed off the sterile field.